Manufacturer narrative:
The reported events of inability to interrogate, no pacing output, and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. The device then later regained its telemetry and outputs can be detected. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range, with signs of rapid depletion. Hybrid circuitry was tested, resulting in elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the pacemaker exhibited loss of low voltage output and failed to produce a magnet response during interrogation. Premature battery depletion was alleged. The device was explanted and replaced. The patient was stable.